Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that air-in-line sensor required replacement was confirmed and replicated during the investigation. ¿ review error log of the pump module s/n (B)(6), pump module s/n (B)(6) and pump module s/n (B)(6) showed error code 242.4030.0 (motor_stall_failure). ¿ review event log of the pump module s/n (B)(6) and pump module s/n (B)(6) showed that the devices alarmed for air in line and check IV set within a few seconds after the infusion was started. ¿ for the pump module s/n (B)(6), pump module s/n (B)(6) and pump module s/n (B)(6) the optocoupler of the ail sensor (op1) it was observed to be broken. O the damaged ail sensor was temporarily replaced for testing purposes only with a known good lab ail assembly. O asm preventive maintenance testing was performed and found the device to be in specification. O a primary infusion was programmed and left infusing for one (1) hour. The initial error 242.4030 was not displayed again and the device functioning as intended. ¿ the pump module s/n (B)(6) air in line circuit board showed an unknown residue. O the ultrasonic signal of the ail sensor assembly circuit board showed that p-p signal was out of specification and the frequency was within of specification. O the ail sensor was replaced with a known good assembly from the dchu laboratory for testing purposes only. A basic test infusion was programmed, the infusion completed successfully with no errors or malfunctions. ¿ the pump module s/n (B)(6) ail assembly not showed anomalies in the external and internal inspection. O the ultrasonic signal of the ail sensor assembly circuit board showed that p-p signal and frequency was within of specification. O the ail sensor was temporarily replaced with a known good assembly from the dchu laboratory for testing purposes only. A basic test infusion was programmed, the infusion completed successfully with no errors or malfunctions. ¿ bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. ¿ this issue was escalated for further investigation via dir# (B)(4). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Replace the air in line sensor assembly in the pump module s/n (B)(6), pump module s/n (B)(6), pump module s/n (B)(6), pump module s/n (B)(6) and pump module s/n (B)(6). Root cause: the root cause of the reported that air-in-line sensor required replacement was identified as a physically damaged air-in-line sensor (ail) assembly, the sensor was found to be broken at the optical sensor (op1) causing the channel error 242-4030, once replaced the suspect device performed within specifications for the pump module s/n (B)(6), pump module s/n (B)(6) and pump module s/n (B)(6). For the pump module s/n (B)(6) and pump module s/n (B)(6) it was determined to be a faulty air in line circuit board causing false air in line alarms.

Event description:
It was reported the air-in-line sensor required replacement. After troubleshooting, customer discovered that the cam sensor was broken. Customer biomedical engineering has replaced the air-in-line sensors. There was patient involvement but no harm.

Event description:
It was reported the air-in-line sensor required replacement. After troubleshooting, customer discovered that the cam sensor was broken. Customer biomedical engineering has replaced the air-in-line sensors. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.